Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify other error alarms in the alarm history due to an overwritten history file. The displacement test functioned properly. The pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated that they had a leather case with a magnetic piece that might have caused the issue. The customer also mentioned they worked at an airport. Customer's blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.